Event description:
Based on the medical records provided by the pt: (B)(6) 2004 - pt underwent repair of incisional hernia with bard flat mesh. The flat mesh was tailored to appropriate dimensions. On (B)(6) 2011 - pt underwent repair of recurrent incisional hernia with use of non-bard biologic mesh. The previously placed bard flat mesh was excised. A small tear at the top of the mesh was noted. On (B)(6) 2011 - pt was seen post-op with complaints of abdominal pain and swelling. Pt is noted to have had a seroma aspirated and cultures were noted to be negative. Pt is noted to have been in the ER several times and imaging revealed a new right lower quadrant hernia.

Manufacturer narrative:
Initially, the pt reported experiencing some level of pain at which time the problem was determined to not be reportable. The pt later reported that she had an additional procedure and that the bard mesh was explanted. As such the MDR should have been filed. The pt recently contacted bard again at which time the oversight was found; therefore, we are submitting a MDR based on the additional info. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt developed a recurrence nearly six years post implant and underwent repair with a non-bard biologic graft. The bard flat mesh was noted to have a small tear in the upper corner and was excised. It is unk how or when the tear occurred in the mesh, however it is possible that it was during implantation as the mesh was noted to be tailored in the dictation. Although there is no indication the mesh was the cause of the recurrence, it should be noted that recurrence is a known adverse event listed in the IFU. Additionally, no sample was returned for eval. If additional info is provided a supplemental report will be submitted.